Event description:
It was reported the patient had a loss of therapeutic effect. It was noted the patient was scheduled for a revision on (B)(6) 2014. It was reported the revision was successful.

Manufacturer narrative:
Concomitant products: product ID: 387445, lot# v107426, implanted: (B)(6) 2011, product type: screening. Device product ID: 3037, serial# (B)(4), implanted: (B)(6) 2006, product type; programmer, patient. (B)(4).

Event description:
Additional information reported that patient had lack of efficacy. The event was reported as unknown if attributed to lead neurostimulator, extension and programmer. It was indicated that there was revision and replacement of the lead and neurostimulator. There was no hospitalization reported and patient¿s outcome was reported as recovered without sequelae.